Event description:
Head section of surgical table dropped without notice or cause with a pt on it. No one has been injured.

Manufacturer narrative:
Trumpf medizin systeme (B)(4) is now mfg a new version of head rest 530 double joint (B)(4). This version is more resistant against overstraining than the old version. The new head rest passed static overload tests up to 250k and dynamic stress tests. Trumpf medizin systeme (B)(4) decided to replace the old head rests by the new version. Action will be provided by importer (B)(4). One-hundred-forty-three head sections are affected by the above-described replace action.